Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
The physician attempted to advance a 2.7f masstransit microcatheter through the tempo catheter and was unsuccessful. He removed the microcatheter and went to re-flush the tempo catheter with heparin, but the tip of the catheter cracked in the patient when pressure was applied at 600ps. It was noted that the catheter cracked at the tip and did not break into two separate pieces. The pt is a male. The target vessel was an artery in the liver. The vessel was described as normal with no stenosis present, not tortuous, and not calcified. The pt has liver cancer. The tempo catheter was properly inspected and prepped, prior to use. There was no difficulty flushing the catheter or advancing a guidewire through the catheter. There was no kinks or bends noted on the catheter. When the physician noticed the crack, the catheter was removed from the pt without losing target site access. Another company's catheter was used to complete the procedure with the used masstransit microcatheter. There was no reported injury to the patient.